Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an unspecified malfunction occurred. The patient's guardian reported that the patient had become disoriented and was not able to think properly due to hypoglycaemia, so his mother called for an ambulance to transport the patient to the hospital. The reporter stated that there were no issues with the patient¿s cgm readings or egv accuracy at the time of the incident. However, the patient¿s mother reportedly did not receive a low alert on the follower app prior to the incident, and she usually advises the patientto treat himself when he reaches low glucose levels. Because she did not receive an alert on the follower app during this incident, the reporter stated that she was unable to instruct the patient to treat for low blood sugar. Consequently, the patient¿s blood glucose level had reportedly dropped to 1.0 mmol/l. He received treatment from both the paramedics and at the intensive care unit at the hospital, but the reporter did not indicate what specific medication he was given. The patient was released from the hospital on (B)(6) 2023 and was in stable condition at the time of the report. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.